Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The patient presented with a heart rate of 128 beats per minute. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode due to multiple flipped bits of product code. After the device was reloaded with the latest product code, normal function ensued.